Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received disassembled and the nose cone was not returned. No functional testing could be done due to the condition of the returned device. Therefore we were unable to investigate further the hand activation issues reported. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic adrenalectomy when the pre-run test was initiated neither the minimum or maximum buttons would activate the device when pressed. A second like device was used to complete the procedure with no patient consequences reported.